Manufacturer narrative:
Evaluated one opened/used reservoir, performed pre-fill test to reservoirs; passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an air bubble anomaly from the reservoir. The customer's blood sugar at time of event was unknown. The customer's blood glucose reading was 88 mg/dl at dinner time an hour ago. The customer was unable to remove the air bubble from the reservoir. The approximate size of the air bubble is quite big. The customer was advised to perform a 5.0 unit fixed prime. The air bubbles did persist after set change. The customer was advised to monitor and call if problems persist.